Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead dislodged. It was subsequently reported that there was also a progressive threshold rise. The device was repositioned and is still in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular lead dislodged. The device was repositioned and is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.